Event description:
A us distributor contacted zoll to report that a (B)(6) male pt had a small lesion/open sore under one of the electrodes that was the size of a penny. The pt reportedly received a prescription topical cream. Follow-up indicates that the pt used neosporin and hydrogen peroxide and the wound improved greatly.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the MFR. There was no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.